Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (20 mg/ml at 5.8/day) via an implanted pump. The indication for pump use was malignant pain. On (B)(6) 2015, at the refill visit, the expected residual pump volume was 14 and the actual residual pump volume was 6. The reporter did not believe the discrepancy was related to a pocket fill and it was not the result of a programming error. There had been no volume discrepancies noted at past refills. The patient reported that she had been feeling tired over the past 10 days because she had been receiving radiation therapy for the past 10 days. It was noted that there had been no heat or altitude changes except that warm blankets had been placed over the pump during the 15 minute radiation treatments. Additional information was received from a healthcare professional on (B)(6) 2015 and it was reported that the cause of the volume discrepancy was unknown. Patient precautions were taken and they planned to replace the pump if the discrepancy occ urred again or patient symptoms occurred.